Manufacturer narrative:
The technician found the hydraulic power unit not functioning. He replaced the hydraulic power unit to repair the bed.

Event description:
Info rec'd indicates the bed hi/low up and down, head up and down functions are not working at all. The head section will lower using CPR.